Event description:
A healthcare professional (hcp) reported through a manufacturer representative that the patient experienced their therapy becoming p rogressively less effective over time in spite of trailing various programming modalities. It was noted that prior to the ¿waning effect of the stimulation¿ that the patient¿s back pain and bilateral lower limb pain had been relieved very successfully over the years. The patient who was initially implanted in 2010 and received a replacement implantable neurostimulator (ins) in 2020 experienced what appeared to be a temporal relationship between the ins replacement and their loss in effectiveness. The patient also reported that when the device was turned on that initially she felt no stimulation at all and then it suddenly became intense to the degree that she could not tolerate it. Additionally, when the stimulator was off,the patient reported sometimes feeling a surge of stimulation, which notably did not relieve her pain. This sensation would last for a very short period but occurred intermittently. When her stimulator was turned on, the patient experienced severe pain and must turn it off. The patient no longer used her device because of the pain caused by the stimulation. The patient tried differential target multiplexed (dtm) programming in an effort to troubleshoot the issue, but it was deemed unsuccessful. High frequency stimulation reportedly caused aggravation of the patient¿s pain and was noted to have occurred even at low intensities. Impedance testing was performed and found impedances to be in the normal range. It was noted the patient¿s original indication for use was back pain and bilateral lower limb pain and that the pain had arisen as a result of a sacral laminectomy for a meningocele ((B)(6)1987) which led to a symptomatic arachnoiditis. A CT scan had confirmed the diagnosis of arachnoiditis. No further complications were reported or anticipated.

Manufacturer narrative:
B3 event date: please note that only the event year is known at this time. 6a implant date: please note that only the implant year is known at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.